Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of not being able to push the power switch was confirmed. The device evaluation found the power switch was stuck because the internal screw fell off. The issue was resolved after the screw was re-installed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the power button of the evis exera iii xenon light source jammed. There were no delays or reports of patient harm. No further information was provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been more than 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the power key did not function properly due to the internal screws coming off. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.